Manufacturer narrative:
The ge service rep conducted an onsite investigation. The snubber driver board, the filament driver board, the high voltage tank, and the x-ray tube were replaced. The high voltage tank was checked. The system was tested and operates as intended.

Event description:
The customer reported that the system would not produce an x-ray. No pt injury was reported.